Manufacturer narrative:
The information related to auto mode that provided with the initial report was incorrect. The correct information has been included with this report. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the auto mode was not active at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 408 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose. Customer stated auto mode was on at the time of event. Customer was able to treat for high blood glucose and did not seek medical attention. The device will not be returned for analysis.